Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros total b-hcg ii result was obtained from a single patient sample processed on the vitros 3600 immunodiagnostic system. Performance testing demonstrated that the vitros 3600 system was operating as expected. The investigation found no evidence to suggest that either the vitros 3600 or the vitros total b-hcg ii reagent had malfunctioned. A definitive root cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii result (9.17 miu/ml, or positive) from a single patient sample processed on the vitros 3600 immunodiagnostic system, when compared to an alternate vitros analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat bhcg ii result (eci analyzer repeat = 0.0 miu/ml, or negative) was reported for the affected patient. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).